Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was deployed at a depth of 2 mm on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc). Mild paravalvular leak (pvl) was reported, therefore a post implant balloon aortic valvuloplasty (bav) was performed. The valve embolized during the bav due to excessive balloon movement. A second transcatheter valve was prepped and inserted. The valve was deployed once, however dislodged up upon deployment, therefore was recaptured into the ascending aorta. The valve interacted with the pigtail catheter during the recapture. A second deployment attempt was made, however an infold along the full length of the valve was noted. The valve was completely recaptured and removed. A third transcatheter valve was prepped and successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during the implant of the valve, no pre-implant balloon aortic valvuloplasty (bav) was performed. During the post-implant dilation the patient was rapid paced. Of note, the patient's minimal leaflet calcification may have contributed to the valve dislodgement. The deployment starting point was at the bottom of the pigtail using a medtronic guidewire (confida). The pigtail catheter interaction resulted in the infold of the second valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. A mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition. In this event, however, the user performed a post implant balloon aortic valvuloplasty (bav) due to the mild pvl. The valve then dislodged. Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, inadequate deployment due to improper sizing between valve and annulus, irregular patient anatomy, or incomplete frame expansion. Dislodge events are typically not related to a device malfunction. And in this event, the valve embolized during the bav. Per the image review results and the event description, the user used rapid pacing during the post bav. This is critical to reduce the risk of valve dislodgement. Rapid pacing will cause a drop in the intrinsic blood pressure with reduction in cardiac output. The pacing rate during the bav was unknown. Review of the media files provided, it was evident that the post dilatation balloon caused the dislodgement due to poor reduction in the cardiac output with pacing. This can be confirmed with the significant movement of the balloon during inflation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.